Manufacturer narrative:
Concomitant medical products: product ID 37086, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that when impedances were measured intraoperatively, a high impedance was measured involving "one contact (contact 2 or 10 respectively)." The connected components were disconnected and reconnected several times and the connection channels were switched, but the "open circuit remained." Eventually it was determined that the extension was the "cause of the problem." The extension was consequently replaced during the operation with a new extension and the problem was fixed and resolved. The patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Additionally, the specific serial number for the extension has been identified at this time. Device evaluation: analysis of the extension found conductor #2 was broken 2.9 cm from the proximal end and was ¿intermittently open¿ as a result.